Manufacturer narrative:
Investigation is not complete. Report will be updated.

Event description:
Allegedly the patient was revised due to an alleged neck fracture that occurred while the patient was at work (left).